Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest. Patient reported that the area was itchy. Patient has psoriasis and prior history of an allergy to nickel. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a medicated powder by a physician. Follow up indicated that the skin issue has improved